Event description:
Reporter states 60 year old female pt returned to doctor's office on (B)(6) 2013, after total knee replacement on (B)(6) 2013 and presented with complaint of itching and burning under dressing. Upon removal of dressing, the area appeared with redness and blistering. The dressing was applied in the operating room (lot number was not available).

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. According to the follow-up information provided by the reporter, the product has been discontinued and the wound "left open to air." The area "now appears without redness or blistering." The reporter also stated the pt received IV ancef prior to the surgery and a betadine prep was used. The pt has arthritis but no other comorbidities. From a clinical perspective, a causal relationship between the aquacel/aquacel af - surgical cover dressings and this event is deemed possible because product use is temporarily associated with the skin where the problem occurred. No additional information has been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013.